Event description:
Healthcare professional reported "device disposal/destruction was noted as ¿defective-broken¿ and later noted "free silicone was seen near the closed capsular area." Device not implanted. It is unknown if the surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device disposal/destruction was noted as ¿defective-broken¿; "free silicone was seen near the closed capsular area."